Event description:
It was reported that on march 30, 2016, the patient presented with an uncomplicated abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. The endoprostheses were explanted on an unknown date and due to an unknown cause. No additional information was provided.

Manufacturer narrative:
Conclusion code 1. The provided geprovas explant report was reviewed. The gore explant investigator provided the following summary of the observations: tissue present: yes scattered plaques of dark red/brown material were present on the abluminal surface. The luminal surfaces were generally devoid of tissue, except for minimal scattered plaques of dark red/brown material. The lumen of the trunk ¿ ipsilateral leg endoprosthesis (tf) was widely patent. The lumen for the contralateral leg endoprosthesis fragment (clf) was reported ¿clear¿ but cannot be verified with the information provided. A portion of the proximal end of clf was partially extended proximally into the main trunk area of tf. A portion of the stent frame at the proximal aspect of tf was displaced, extending proximal from the device. One stent apex from clf was overlapping the contralateral gate of tf; this finding does not compromise device material integrity. The proximal end of tf was transected. The distal aspects of clf, the clf constraining sleeve and the ipsilateral leg of tf were transected. From gross images all material disruptions (i.e., material transections/cuts and wire displacement), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) and grasping/pulling with surgical instrumentation (i.e., hemostat or forceps), likely used during the explant procedure. Request for additional analysis: no reason: material disruptions are consistent with those caused by surgical instrumentation during the explant process. Based on the explant investigators review of the geprovas report, no additional analysis is requested.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that on (B)(6) 2016, the patient presented with an uncomplicated abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. The endoprostheses were explanted on an unknown date and due to an unknown cause. No additional information is currently available.